Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low". Cause was not known. Bg value not provided. The customer consumed carbohydrates to address their bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Correction to b5, additional h6 code.

Event description:
It was reported that the pump control iq was not adjusting insulin properly, causing fluctuations in blood glucose (bg) levels that were either displayed as "high" or "low", however specific bg values were not provided. The customer consumed carbohydrates and delivered a correction bolus to address their bgs. The customer had not been using the pump for three weeks, and tandem customer service advised uploading pump data to their system for further investigation, but the parent did not comply and believed the problem was due to the pump's operation. Despite reports of high and low blood glucose levels, there was a confirmation that the pump delivered insulin as intended upon a past data upload. However, it was also noted that the pump had been manually stopped multiple times, suggesting user error. Tandem customer service provided education on proper use and advised the parent to upload data to the tandem source for a comprehensive investigation.